Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of loosening in the cemented segmental stem was not related to the design, manufacture, and/or sterilization of the previously implanted eleos device.

Event description:
A revision surgery that occurred on (B)(6) 2024 was discovered during the investigation of an unrelated complaint. This complaint report was subsequently initiated to investigate. Information about the revision that took place on (B)(6) 2024 was provided by (B)(6), an onkos sales representative. (B)(6) reported that the 66-year-old female patient with an eleos proximal tibia and distal femur replacement underwent the revision surgery to address an alleged loosening of the femoral segmental stem. The cemented segmental stem was removed and replaced along with several other eleos devices that were components of the prosthetic construct.